Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that device was returned with the clip arms were misaligned and the over-sheath was not returned. Microscope examination was performed, and it was observed that one clip arm has clip wings were inside of the capsule windows, indicating that the first activation had been performed. The clips arms were misaligned and the capsule tabs were opened and damaged. It was also observed that hits were found on the bushing hooks and the bushing tabs were rounded. Dimensional examination was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. Further analysis were performed on the bushing tabs, and it was found that both tabs had different measurements. Additionally, x-ray examination was performed, and the yoke was detached from the control wire. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that the clip arms clip could not be deployed inside the patient. Further clarification noted that the clip failed to open when physician tried to use clip hemostasis. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the bushing hooks were out of specification and bushing tabs were rounded, indicating that the device experienced a deployment failure. \